Manufacturer narrative:
Device received with critical pump error (open book) due to moisture damage on the motor, battery tube, vibrator and keypad flex tail noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device error. The customer's blood glucose was 120mg/dl at the time of call. Trouble shooting was performed and found critical pump error and audio anomaly. The customer had just changed the set when the problem occurred. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.